Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2014, the index procedure was performed. The target lesion was located in the proximal left circumflex (plcx) artery with 99% stenosis, a length of 20 mm, and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24 mm promus element ¿ drug-eluting stent. Post dilatation was not performed. In (B)(6) 2014, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with coronary heart disease and was hospitalized for the management of the event. In (B)(6) 2016, the patient was pronounced dead. The primary cause of death was coronary heart disease.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this event was reported in duplicate through MDR 2134265-2018-01143. The patient presented in (B)(6) 2014 for the index procedure with coronary heart disease (chd) and acute myocardial infarction (ami). Post index procedure, chest tightness and asthma occurred many times. In (B)(6) 2016 the patient was also diagnosed with ami and discharged after medical treatment. After discharge, the patient still had chest tightness and asthma. Two weeks later, the patient was diagnosed with chd, heart failure, renal failure, and pulmonary infection. The patient was treated with antiplatelet, lipid, antiarrhythmic, diuretic, anti-infective, blood transfusion, ventilator assisted therapy and concurrent bedside continuous renal replacement therapy (crrt) in (B)(6) 2016, cardiac arrest occurred and the patient was in a coma after being rescued. The family asked to give up the rescue and discharge. The patient died the same day.